Event description:
Ous MDR - this ICD lead and the generator were explanted and replaced due to oversensing and inappropriate therapy. Should additional information become available this file will be updated.

Manufacturer narrative:
The provided data showed noise on the rv channel which led to shock delivery as reported in the complaint text. Upon receipt, the lead under complaint was found cut approx. 40 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of abrasion along the lead fragment. Particularly 11 cm proximal to the lead tip the insulation was rubbed through. In this region the conductor cable to the ring electrode was fractured. This damage can be considered as the root cause of the reported noise with shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the shock coils and the lead tip were deformed which most likely resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.